Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that instrument was successfully recognized on an in-house is3000 system, showing 1 use left. Pogo pins do not stick and are not contaminated. The dallas chip programmer (dcp) verification of instrument passed. Engineering was unable to replicate recognition issue. Additional observation not reported by site is tube damage. Distal end of the main tube has various scratch marks with light material removal. Scratches are .085 - .150 in length and not aligned with the tube axis. Evidence not conclusive, but damage may have been caused by mishandling/misuse. On (B)(6) 2013 a follow up call was made with the customer regarding the failure analysis findings. It was stated that no fragments were observed falling into the patient. No further information was available. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the system would not recognize the maryland bipolar instrument. No patient harm, adverse outcome or injury was reported.